Event description:
It was reported that a patient enrolled in a clinical study underwent a left total knee arthroplasty on (B)(6) 2011. Subsequently, patient experienced hemarthrosis on (B)(6) 2011. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.